Event description:
Pt with multiple sclerosis had a medtronics synchromed pump, model #8617 inserted 6/27/97. She required a revision of the system due to catheter malfunction on 1/26/98 and was discharged on 1/28/1998.